Manufacturer narrative:
(B)(4). Unit alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to motor error alarm. Unit had cracked lcd window, cracked reservoir tube lip, cracked case at display window corners, cracked reservoir tube window and cracked case at reservoir tube window corners. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. No moisture damage on electronic assembly during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen had cloudiness on left bottom corner of screen, had loud humming sound during rewind. Insulin pump had micro cracks on the tip of the reservoir compartment and on escape button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.